Event description:
It was reported that during a miniarc precise implantation procedure the physician stated "when she was placing the miniarc precise she ended up going through the urethra at the bladder neck so she sewed the mesh through the urethra with the miniarc precise." No additional patient complications have been reported in relation to this event.